Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they fell into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer stated they were unable to press any buttons to advance to the next screen. It was also found the customer had a frozen display. The customer also reported battery out limit alarm occurring on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.